Manufacturer narrative:
Concomitant medical products: product ID: 3057 lot# serial# unknown implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urge incontinence. It was reported that trial patient had noticed that they were not voiding very much when they needed to go. Trial patient also mentioned that the area on their back was sore and painful to lay on so they were not sleeping very well. Trial patient stated they had the lead removed from her left side and only placed on their right side to evaluate, as the left side was not good. More information was received on 2018-may-19 with trial patient reporting that they were having a heavy leak during their sleeping hours on (B)(6) 2018-(B)(6) 2018. The further stated they slept too long because, she was not sleeping well before then due to pain. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) clarified the issue further by reporting that the patient¿s device was implanted on the left by a prior physician. This was removed by the current physician. The lead on the left side was removed on (B)(6) 2018. It was noted that the patient no longer had the device and the issue was resolved. There were no further complications reported or anticipated.